Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unrelated replacement procedure, loss of capture was noted with this right ventricular (rv) lead. As the pocket was already open, the physician elected to reposition the rv lead. There was no asystole of greater than two seconds and no adverse patient effects reported.